Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient experienced increasing pain & swelling post miradry treatment, on (B)(6) 2020, approximately two weeks post-treatment a right side wound developed that was incised and drained of serous fluid. On (B)(6) 2020, a left-side wound was incised and drained, this wound expressed bloody serous fluid with small hairs. Cultures pending.